Manufacturer narrative:
Initial and final MDR 1897474 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported three kinked cannulas on (B)(6) 2024 which led to high bg. The infusion sets were in use for 3 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.